Event description:
It was reported that "arterial embolism after placement of radial catheter followed by ischemic complications and necrosis. As a result of tissue necrosis, the patient will have to have her thumb amputated.".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. R & d engineering was consulted as part of this investigation. The r & d team confirmed that no changes have been made regarding the composition of the catheter body. Titanium dioxide, a white colorant, has been introduced into the protective guard in order to provide increased uv protection for the catheter. Titanium dioxide has historically been and continues to be part of the catheter body composition, so there is no introduction of a new material to the catheter. Based on the consultation, the change related to the protective sheath has no relation to the reported event. The instructions for use (IFU) provided with this kit warns the user, "in brachial procedures , collateral flow cannot be guaranteed, and therefore intravascular clotting can result in tissue necrosis. In radial artery procedures, practitioners must ascertain that definite evidence of collateral ulnar flow exists. Clinicians must be aware of complications/undesirable side effects associated with arterial procedures including but not limited to: tissue necrosis." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "arterial embolism after placement of radial catheter followed by ischemic complications and necrosis. As a result of tissue necrosis, the patient will have to have her thumb amputated.". The condition of the patient is reported as "fine".